Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone16.1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels rose over 400 g/dl while wearing the pod longer than 48 hours. The patient attempted several correction boluses; however, their glucose level never went down. The patient reported symptoms of ¿feeling bad¿ and vomiting, so they called for an ambulance. At the hospital the patient was treated with an insulin drip and diagnosed with dka. The pod was removed at the hospital and discarded. The patient was released two days later, on (B)(6) 2026.